Event description:
It was reported that the cassette not recognized was experienced.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Latched optic flex sensor was inoperable and it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 06-jun-2022 via email and attached to complaint object: all issues with these pumps were found during test and repair. No patient involvement was indicated to me, or our technician, at the time the pumps were received for repair at our facility. H6: event problem and evaluation codes: updated.